Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26474. Related manufacturer reference number: 2017865-2021-26476. It was reported that the patient presented with episodes of high voltage shock for what the device classified as an episode of ventricular fibrillation. There were multiple episodes that the device classified as ventricular fibrillation and tachycardia. The physician believed that these episodes were oversensed and the high voltage shock was inappropriate, as there were also episodes of non-sustained right ventricular oversensing recorded due to lead noise. Further review noted that the right ventricular lead was not capturing, appeared fractured, and had high defibrillation and pacing impedances. Defibrillation therapies were programmed off and programming changes were made to address the issues. After the programming changes, there were still episodes of pacing inhibition due to the oversensing on the right ventricular lead. Review of the left ventricular lead noted that the lead had high impedance and was not capturing in the pacing vector that involved the right ventricular lead. The vector was reprogrammed to bipolar, which resulted in normal capture and impedance values, indicating that the issues were due to the right ventricular lead. In addition, there was noise oversensed by the right atrial lead, causing episodes of inappropriate automatic mode switch. The patient noted discomfort during the defibrillation shock but was otherwise asymptomatic to the events. The patient was in stable condition and would continue to be monitored.